Manufacturer narrative:
Concomitant medical products: 506852 lead, implanted: (B)(6) 1998. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited over-sensing. The right ventricular (rv) lead exhibited over-sensing and short v-v intervals. The leads remains in use. No patient complications have been reported as a result of this event.